Event description:
It was reported that the battery of this pacemaker was suspected to be prematurely depleting. Review of device data by boston scientific technical services confirmed the power consumption is increasing in a gradual fashion, consistent with capacitor degradation due to hydrogen gas content in the sealed device atmosphere. The pacemaker remains in service and there have been no adverse patient effects reported. This event will be updated should a revision procedure be performed and/or the pacemaker be returned back from the field for analysis.